Event description:
It was reported that the patient presented remotely. Upon review, the implantable cardiac monitor (icm) exhibited under-sensing. No intervention was made. There were no patient consequences.